Manufacturer narrative:
The hospital biomed reviewed the logs with gehc. As a result of the review, the biomed replaced the anesthesia control board. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, during the preoperative checkout, the unit had a system reset. There was no report of patient involvement.